Manufacturer narrative:
Concomitant: product ID 39565, product type lead. (B)(4).

Event description:
It was reported a patient presented with arachnoiditis. The patient has had stimulation for a very long time but recently the patient's paresthesia threshold had significantly decreased so that he experienced intense stimulation at very low amplitudes, 0.1 to 0.2 mamp. The health care professional (hcp) was requesting information relating to arachnoiditis and stimulation of the arachnoid. The hcp further stated that the patient had a 39565 lead so lead migration was unlikely. No interventions or outcome was reported. Follow up was done to obtain this information and if additional information is received a follow up report will be sent.